Event description:
Facility, (B)(6), called stating that the ih1200 stretcher transfer lift went up on its own and allegedly hit the bottom of the door frame in the tub room. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ih1200, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.